Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the carelink monitor was "struck by lightning" and now does not have power. The monitor will be replaced. No patient complications have been reported as a result of this event.